Event description:
Used needle introducer to shape distal tip of phoenix wire. Wire uncoiled into two strings. Opened second wire. And it did the same thing. Both wires from same box and lot. One wire left in box. Sending in with the two failed wires for analysis. No patient impact. Proceeded with different wire and completed procedure.